Event description:
The advocate stated the customer tested her blood glucose using 2 contour link meters and received readings of 118 and 10mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.